Event description:
Customer reported that leakage was observed on the tubing near the pt line stopcock. The whole system was replaced with a non-codman system. Complaint sample was discarded by the hospital and the lot number is unk. No other details provided.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point, the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow-up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.